Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an overinfusion. The event occurred during patient therapy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was not confirmed. The assignable cause could not be determined at this time. A batch review has been performed. All of the release criteria have been met for the production of this lot.

Event description:
Routine testing done prior to device restock noted a low battery voltage. The device was received in the unopened original shipping package and was sent for further analysis.